Manufacturer narrative:
This report is submitted on march 04, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report. This report is submitted on july 25, 2022.